Event description:
It was reported that the customer experienced issues with a loose charging port, necessitating adjustments to the cord to initiate charging. There was no adverse impact to the customer's blood glucose level. The customer declined a follow-up and proceeded with a pump renewal.